Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experiencing ongoing fluctuating blood glucose (bg) levels between 40-400 (mg/dl) and moderate ketones. Customer delivered a bolus to address elevated bg and consumed carbohydrates to address low bg. Reportedly, the customer believes the fluctuating bgs can be attributed to the pump settings and/or an allergy to the adhesive in their sensor. Recommendation was made to consult with their health care provider to further discuss diabetes management.